Event description:
It was reported that while using bd vacutainer® push button blood collection set, the customer noticed holes and tears in the tubing causing blood to leak with an unspecified number of sets. There were no health impact or consequences reported.

Manufacturer narrative:
D.2b. Medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the customer noticed holes and tears in the tubing causing blood to leak with an unspecified number of sets. There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. The 30 retained samples underwent functional tests. All samples passed the tests, showing no evidence of defects, holes in the tubing, or leakage, and were able to be activated properly. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.